Event description:
It was reported that a malfunction occurred on the customer's pump after it was submerged in a pool while swimming. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the malfunctioning pump. The customer did not have a backup insulin delivery method and planned to consult with a healthcare provider.